Event description:
It was reported that a patient received 2nd degree burns after laser hair removal treatment. It was further reported that the patient is expected to fully recover with no permanent impairment.

Manufacturer narrative:
A review by lumenis medical staff concluded that the laser settings reported were within acceptable limits for the patient's skin type. A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related malfunction was observed or reported. The probable root cause for this event is unknown and the device performed within specifications, and the laser settings reported were within acceptable parameters.